Event description:
I was given a duckbill mask that a staff member had tried to use the previous day. The straps to the mask disintegrated in her hand while trying to don the mask. On the next day, a different nurse tried to use 2 different duckbill masks and both masks straps disintegrated in her hand while donning the mask. These masks were new. There have not been other reported events. Staff did not use these masks. They were provided other n-95's to wear and no harm was noted.